Event description:
After placement of PICC noted guidewire fragment in pulmonary vessel. Insertion guidewire located in sharps container. Wire fragment appears to have broken off the 3cg wire which is located inside the PICC line. Wire fragment retrieved by interventional cardiology. FDA safety report ID# (B)(4).